Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 5 and 24 hours. The patient's blood glucose levels rose to 27.7 mmol/l (498.6 mg/dl). The patient noted pain at the insertion site (arm) and removed the pod. An abscess had formed at the site and the patient went to the emergency room (ER). The patient was prescribed flucloxacillin 500 mg (4 times a day for 10 days) for treatment.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.